Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had a leak. The blood glucose levels was 387 mg/dl. No troubleshooting was provided due to customer hanging up. The insulin pump will not return for analysis.